Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 490 mg/dl, 470 mg/dl and 130 mg/dl. He reports that he may have had sunscreen on his hands prior to testing. No actions taken or treatment rendered. No adverse event reported. The strips used during the event are not available. The suspected product is unavailable for return; replacement was sent.